Event description:
The customer reports that during a lap cholecystectomy procedure, the staples were sticking. They were sticking to the tissue and were hard to release. They got a new one to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 10/31/2007. Eval summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the el5ml device (b) was received non-functional. The instrument was cycled, fed and formed properly 7 clips and a double fed issue was noted. However, the instrument was noted to have sticking issues. An investigation has been initiated to address the root cause of the sticking issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.